Manufacturer narrative:
No definitive conclusions can be made. At this time, no connection can be made between the event and any shortcomings of the device or information provided with the device. Using two charite implants in one patient is an off label use. Charite is approved for use as a one level implant only. Surgeon implanted two discs. This goes against the information that is recommended in the instructions for use (IFU) supplied with each device.

Event description:
Depuy spine legal department was made aware of legal action being taken by a charite artificial disc patient. Patient was implanted with charite disc in 2005, at spinal location l4/5 and l5/s1. Patient is reported to have continued pain.